Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening and partial delamination of the plug strap disk shell. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as an unidentified tear opening, and partial delamination of plug strap disk shell due to adhesive failure.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.